Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was elevated; however, the exact value was not provided. The supplies were changed to address the event, insulin delivery was resumed, and a bolus was delivered to address bg.